Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the third arm disc continued to fail to attach. Despite waiting patiently for the disc to attach, this process was repeated approximately 10 times. As the surgery was not progressing, a new drape was installed. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument arm drape for failure analysis investigation. The accessory was analyzed and the complaint was not confirmed by failure analysis. The unit was analyzed and placed on an in-house tester. The sterile adapters for each arm connected and passed recognition and engagement. Spin test was performed and passed. The drapes were installed with no issues observed. A visual inspection was performed and passed due to no visual damage observed. There was no problem detected.